Manufacturer narrative:
During inspection and testing, error code b30 was observed and found to be caused by damage to the imaging unit. In addition, service also found the angulation lock had loosened, there was no angulation in the up direction due to a broken angulation wire, the adhesive at the distal end was scratched, and the video connector and control section were damaged. The light guide glass cover was deformed due to external factors and the lock engagement lever was discolored. No leaks were observed during inspection and testing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a leak at the distal end of the subject device. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, error code b30 (scope communication error) was observed. This report is being submitted for the malfunction found during evaluation (b30 error code). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 24-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of image sensor unit or failure of internal board of video connector unit or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.